Manufacturer narrative:
(B)(6). Section d4: the distributor reported that complete device identification information was not available. Section h11: the subject mr290v vented autofeed humidification chamber provided with the rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt266 infant dual-heated evaqua2 breathing circuit was found leaking water during patient use. Upon receipt at the fisher & paykel (f&p) healthcare regional service centre, a crack on the dome of the chamber was identified. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: the distributor reported that complete device identification information was not available. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt266 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of multiple cracks and stress marks along the base of the chamber dome. Further analysis identified evidence that the chamber had been exposed to significant amounts of an incompatible chemical. Conclusion: the reported water leakage was confirmed to be due to cracks on the chamber's dome. Based on our investigation, the cracks are likely to be caused by exposure to an incompatible chemicals, resulting in environmental stress cracking of the chamber dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt266 infant dual-heated evaqua2 breathing circuit state the following: - do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt266 infant dual-heated evaqua2 breathing circuit was found leaking water during patient use. Upon receipt at the fisher & paykel (f&p) healthcare regional service centre, a crack on the dome of the chamber was identified. There was no patient harm reported.